Event description:
It was reported during a da vinci hysterectomy surgical procedure that the monopolar curved scissors tip cover accessory fell off of the monopolar curved scissors instrument while removing a cyst from the patient. On 10/29/2014, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint. The initial reporter confirmed that the tip cover accessory was removed in one piece and there were two burn holes in different locations. The tip cover accessory was retrieved laparoscopically during the same da vinci surgical procedure. No additional medical intervention was required to retrieve the tip cover accessory. The planned surgical procedure was completed. The patient has not returned to the hospital due to experiencing any post surgical complications as a result of the tip cover accessory falling into the patient. There was no adverse event, harm or injury to the patient.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Failure analysis investigation found thermal damage in two locations on the tip cover. The first hole measured roughly about 0.153 x 0.106 and the second hole measured roughly about 0.144 x 0.093. Both holes were in areas where cautery energy could potentially escape. There were no broken off pieces. Evidence is not conclusive, however, the thermal damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the tip cover arcing if to recur could cause or contribute to an adverse event.